Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia also we are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 350 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea, headaches and a fever. In addition it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patients parent administered 4 units of insulin by manual injection and applied a new pod. Once at the hospital the patient was diagnosed with a viral illness. The patients pod was removed. The patient was treated with intravenous fluids and was given ibuprofen. The patient was released from the hospital after 4 hours. The pod will not be returned as it has been discarded.